Manufacturer narrative:
The instrument was returned and evaluated. Engineering found various scratch marks with light material removal at the distal end of the main tube. The scratches were .150 - .175 in length and were not aligned with the tube axis. The electrical continuity testing passed. No other damage was found. Engineering concluded that damage was likely due to mishandling. Per the customer reported complaint engineering evaluation found that when the instrument was placed on is3000 system for latex cut test, the scissors do not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but edges exhibited wear at the tips, negatively affecting cut performance. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during da vinci si prostatectomy procedure the monopolar curved scissors instrument was noted to be dull and unable to cut tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.